Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, and cracked case near display window corner noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the reservoir chamber. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer declined high blood glucose troubleshooting.